Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had no power to it when opening the lid. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Physio-control received the device, evaluated, and verified the reported issue. The issue was isolated to the battery. Further root cause could not be established. Physio archived the device and the customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had no power to it when opening the lid. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.